Manufacturer narrative:
Qn#(B)(4). The customer returned a cath-guard for evaluation. Visual examination of the cath-guard did not reveal any damage or defects. The yellow hub indicate that it is the 7.5fr cath-guard supplied in this kit (st-09875-001). Visual inspection of the catheter could not be completed because it was not returned. The outer diameter of an inventory edwards catheter measured 2.22 mm which is consistent with a 7fr catheter. The outer diameter of an inventory edwards catheter measured 2.22 mm which is consistent with a 7fr catheter. The outer diameter of an inventory edwards catheter measured 2.55 mm which is consistent with a 7.5fr catheter. The cath-guard was locked onto a lab inventory edwards 7.5fr catheter and a manual tug test confirmed that the catheter was unable to slide out of the guard. Engineering was consulted and it was determined that the 7.5fr cath-guard is only compatible with 7.5-8fr catheters; therefore, it is not designed to secure tightly to a 7fr catheter that the customer states in the report. A device history record review was performed with no relevant findings. The customer report that the cath-guard would not secure tightly to the catheter could not be confirmed since the catheter was not returned. However, the cath-guard would not secure to a lab inventory 7fr and it would secure to a lab inventory 7.5fr catheter. This cath-guard is designed to be used with 7.5-8fr catheter sizes. Based on the returned sample and the customer report, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the psi kit was used for insertion of a thermodilution catheter of edwards (110cm, 7fr). After placement of the catheter, it was found that the catheter got slightly removed despite that it was twist-locked by a cath-gard. A md confirmed 2cm removal by x-ray. The catheter which had been fixed at 57cm at first, was kept administered as it was fixed at 55cm. The catheter was taped not to be moved for safe, so that no harm to the patient was reported.

Manufacturer narrative:
(B)(4). Based on the evaluation of the returned device sample it is indicated that the cath-gard tape not secure - migration.

Event description:
It was reported that the psi kit was used for insertion of a thermodilution catheter of edwards (110cm, 7fr). After placement of the catheter, it was found that the catheter got slightly removed despite that it was twist-locked by a cath-gard. A md confirmed 2cm removal by x-ray. The catheter which had been fixed at 57cm at first, was kept administered as it was fixed at 55cm. The catheter was taped not to be moved for safe, so that no harm to the patient was reported.